Event description:
Boston scientific received information that a latitude red alert was received from this system due to high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a follow up visit stating the pacing impedance was greater than 2500 ohms and threshold measurements were 4.0v on the right ventricular (rv) channel. Additionally, there was noise on the pacing/sensing channel which had been oversensed resulting in numerous non-sustained events. A boston scientific technical services consultant discussed the clinical observations and recommended a lead revision due to a suspected fracture. The caller was going to discuss the issues with the patient's physician. The physician would like to continue monitoring this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information could not be obtained regarding an outcome to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received. Additional information was received confirming this patient was followed in the clinic and the lead is functioning normally. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was performed and the rv lead and device were removed from service. The patient¿s left side was occluded and the replacement system was implanted on the patient¿s right side. The pacing/sensing portion of the lead was found to be fractured. No additional adverse patient effects were reported. This device is expected to be returned for testing. This product issue will be updated if additional details are received.